Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had high shock impedance. The patient was scheduled for follow up check. No adverse patient effects were reported. The lead and device remains in service. Additional information received. The physician performed commanded shock and the impedance measurement was within normal range. All other measurements were normal. No adverse patient effects were reported. The lead and the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.